Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath insertion difficulty and was unable to be confirmed as no device was returned. The complaint of dilator damaged was confirmed empirically and objectively using the returned device imagery , respectively. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies . Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''2 esheath+ devices were not able to be delivered to target area due to right common femoral and "iliac" artery calcification and tortuosity...the first esheath dilator showed damage at the tip (per photos provide it was slightly torn) due to ca++.'' Returned imagery showed calcification, tortuosity, and undersized vessels. Vessel calcification and tortuosity can subject the sheath to suboptimal angles, creating a challenging pathway and resulting in added friction during sheath insertion. Undersized vessels can create a restricted pathway or constrained condition resulting in further resistance during sheath insertion. Additionally, sharp calcified nodules can weaken and/or damage the dilator during sheath insertion leading to the reported damage found in. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) may have contributed to the reported event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-13477.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. H3 other text : device not available.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, despite shockwave and balloon, 2 esheath+ devices were not able to be delivered to target area due to right common femoral and illiac artery calcification and tortuosity. As reported, the first esheath dilator showed damage at the tip (per photos provide it was slightly torn) due to calcification. A second esheath was opened, but could not be advanced to the target area. The delivery system was prepped, but case was aborted due to: do no harm. The 2nd esheath could not be advanced to target area. There was no abnormal damage to the 2nd sheath. No valve was deployed. There was no indication from the physician of an edwards device failure. Following two perclose and manual pressure of the right femoral artery, there was no flow past the puncture site. Interventional radiology was called and it was determined that vascular surgery was needed to surgically repair the injury. No allegations of an edwards device deficiency. The root cause was not provided. The physician did not imply that the injury was due to either dilator. The injury appeared to be at the puncture site. A perclose failure was not observed. It was unknown how or when the injury occurred. Therefore, injury will be conservatively reported against both esheaths.